Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9733624, serial/lot #: unknown. Foreign report source: (B)(6). The footswitch was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. When connected to a known good system the returned foot switch had a short displaying as always on. There is no apparent physical damage to the cable and foot switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the footswitch was broken. No patient was present at the time of the event.